Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch verio iq meter is prompting the patient to insert a new test strip. This complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that due to the message, the patient reportedly developed symptoms of "numbness and blurry vision." The reporter was not able to provide any further information about the alleged issue. It would have been helpful to have more information surrounding the patient¿s reported symptoms; however, the patient was not available for follow-up information. During troubleshooting, the patient did not have any testing supply. Hence, the issue was not resolved with training. This complaint is being reported because the patient reportedly had symptoms suggestive of hyperglycemia due to the alleged product issue. The lfs product was replaced and requested back for investigation.